Event description:
It was reported that this implantable pacemaker alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to low evoked response. The presenting electrogram (egm) appears to show a loss of capture (loc) and frequent ventricular undersensing observed. The current sensitivity is programmed automatic gain control (agc) at 1.5mv (millivolts). Further review is recommended. At this time, the pacemaker and the non-boston scientific rv lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was seen in-clinic last month and the rv sensitivity was changed to 0.6mv agc, the bipolar pacing threshold was 2.0v (volts), and unipolar was 1.5v. The r output was set to auto with unipolar pacing and bipolar sensing configuration. The physician advised they will continue routine monitoring for the patient. The pacemaker and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to low evoked response. The presenting electrogram (egm) appears to show a loss of capture (loc) and frequent ventricular undersensing observed. The current sensitivity is programmed automatic gain control (agc) at 1.5mv (millivolts). Further review is recommended. At this time, the pacemaker and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.